Event description:
A customer reported a system message displayed during oil extraction. The case was completed using an alternate console following a 20 minute delay. There was no patient harm.

Manufacturer narrative:
The company representative examined the system and could not duplicate the problem reported. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause could not be determined. (B)(4).